Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product codes of reloads used. Did the patient have a pre-existing condition that may have led to hemostasis issues? Was the cause of the bleeding identified? Were any issues noted with staple formation?

Event description:
It was reported that during a gastric bypass procedure, they started the procedure with the device and blue reload. After the first trigger to the stomach (fundus area, making the pouch), there was some artery which was bleeding a lot. They used one ligating clip to close that bleeding. They continued the procedure to the end with the same instrument. They used six blue and one white cartridge during that operation. On the next morning the patient was still bleeding from that staple line and she got also anemia. They operated that patient again and now they are waiting for the results of that re-operation. The patient is in critical condition. One device and one reload were discarded.